Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch veriopro meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 7pm, he alleged obtaining an inaccurate high result of ¿480 mg/dl¿ with the subject meter and ¿360 mg/dl¿ with another device (ot verio pro/ doctors meter), performed out with 30 minutes each other. It is unknown if the results would/would not meet lifescan¿s precision criteria as the time difference between the results is invalid. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of ¿powerless¿ at an unknown time after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the subject meter malfunctioned.